Manufacturer narrative:
Investigation summary: one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for separation was observed: the photo shows the holder, straw, and needle assembly has become separated from each other. Additionally, 10 retention samples from bd inventory were visually inspected with no needle separation observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® c&s transfer straw kit, 1 sample's needle inside the transfer straw separated from the straw as the tube was pushed into the hub. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® c&s transfer straw kit, 1 sample's needle inside the transfer straw separated from the straw as the tube was pushed into the hub. There was no health impact or consequences reported.